Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a faradrive steerable sheath clear was selected for use. Towards the end of the case, multiple exchanges were made with the farawave catheter and a non-boston scientific radiofrequency catheter and a blood dripping was noticed to be coming from the side arm of the sheath. No air was observed inside the patient. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is not expected to return as it was disposed.